Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The 10 x 2.50mm wolverine was advanced but after on the inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure completed with another of the same device. There was no patient injury and the patient was in good condition following the procedure.